Event description:
It was reported that stent damage post-deployment occurred requiring additional device. The 90% stenosed target lesion was located in the eccentrically calcified left main (lm) to left anterior descending artery (lad). A 3.00 x 24 mm synergy was advanced and deployed successfully. After post-dilatation, deformation at the proximal part of the stent was observed in the lm. A 4.00 x 12 mm synergy stent was implanted to cover the deformation and complete the procedure. The patient fully recovered.